Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device check as they had chest pain and an elevated heart rate. It was found that the right atrial (ra) lead had intermittent undersensing but does not appear to affect detection. The device currently appears to be functioning as programmed and the lead remains in use. No further patient complications have been reported as a result of this event.